Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2007; 5076-52 implantable pacing lead, implanted: (B)(6) 2007; d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013.

Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.